Manufacturer narrative:
Reason for reoperation reported as capsular contracture baker grade unknown.

Event description:
Physician reported pain. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reports capsular contracture (baker grade not advised) baker grade unknown and pain. Device was explanted. This record relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports capsular contracture (baker grade not advised) baker grade unknown. Device remains implanted. This record relates to the right side.